Event description:
It was reported the pt passed away following device replacement surgery. The pt underwent replacement of their intrathecal drug delivery device. Following the replacement the pt was in recovery for a short time and was given a shot of dilaudid. The pt was groggy but was believed to be normal following the surgery. The replacement surgery took place under general anesthetic. The pt passed away sometime after the procedure. Emergency medical svcs was called. The pt's death is unexplained at this time. It is unk what drug was placed in the pump following implant or if the device was delivery drug at the time of the death. It was reported the pt's family was declining to have an autopsy performed. Additional info has been requested, but was not received at the time of this report. See MFR report #6000030-2008-05522.